Event description:
The customer called about an error code that she had received using her new contour meter. While troubleshooting, she performed control tests and received results of 388 and 394 mg/dl. The customer control test range was 96-133 mg/dl. The customer did not allege any adverse events.. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.